Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 50 mg/dl with severe dizziness. It was alleged the patient was inadvertently infused with 91 units of insulin. This complaint is being reported because the reported health event was attributed to an alleged device issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The rewind, load, and prime steps were performed successfully. The force sensor measured within specifications. The pump displayed the message "disconnect the infusion set from your body!" On the rewind screen, and "be sure set is disconnected from your body. Then select continue" on the prime screen. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was found to be delivering within the required range and delivering accurately. No hypersensitive or stuck keypad buttons were found.